Event description:
As reported by the field clinical specialist (fcs), during valve in valve (vinv) tavr procedure for a 29mm sapien 3 ultra valve in a sapien xt, during deployment of the valve, the commander delivery system (ds) balloon ruptured. During retrieval of the delivery system, the pigtail catheter got stuck into the balloon. There was an iliac artery complication when the ds system pulled the contralateral pigtail. The team was unable to pull the ds back into the esheath+ and they ended up removing system through vascular surgery. The patient was stable at the end of procedure. There was no central leak and no need for post-dilatation per tee finding. The patient is doing well recovering. Per follow up, the esheath was damaged upon removal. Per pre-deco findings, the distal tip was split.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Visual inspection of the returned device was performed, and the following was observed: distal tip split, soft tip damaged and partially torn, liner bunching at distal tip, curvature noted on the sheath shaft, no liner delamination observed as the c-marker is present, esheath expanded as designed, and the tip opened as designed. Due to the condition if the complaint device, dimensional and functional testing was unable to be performed. The following instructions for use (IFU) were reviewed: IFU for esheath plus, commander with sapien 3 and sapien 3 ultra us IFU, device preparation training manual, and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for esheath damaged and distal tip split was confirmed through evaluation of the returned device. However, no manufacturing nonconformance could be identified. Per the complaint details, 'during deployment of the valve, the balloon ruptured during retrieval of the delivery system, the pigtail catheter got stuck into the balloon. There was an iliac complication when the ds system pulled the contralateral pigtail. The team was unable to pull the ds back into the esheath plus and they ended up removing system through vascular surgery.' It is possible that during maneuvers to withdraw the delivery system, the distal end of the commander to snag onto the pigtail catheter during withdrawal. The two devices when entangled could increase the overall diameter of the device being withdrawn through the sheath, contributing to the damage observed on the sheath and sheath tip during withdrawal. Additionally, if there was excessive manipulation used this also could have contributed to the damage observed on the sheath. Available information suggests that procedural factors (withdrawal of burst/torn balloon and excessive manipulation) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.